Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The customer stated that qc and calibration were passing prior to the event. The customer uses a non-roche qc reagent. The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys estradiol iii result from the cobas e 801 analytical unit for one patient. The initial result was 176 pg/ml. With a new sample, on (B)(6) 2025 the result from a beckman dxi 8000 analyzer was 15 pg/ml. The reference range is 15-38.9 pg/ml. The initial results were questioned as they were not considered to be clinically consistent. The results from the beckman were considered to be correct. The two samples were not rerun and were discarded.

Manufacturer narrative:
Images of the samples were provided for investigation and do not show any sample quality problems. The samples were discarded and therefore not available for investigation. It was stated that the patient was receiving a growth hormone treatment that can influence the results of the elecsys estradiol iii test. The drug was not taken before the blood draw for the competitor measurement. The investigation determined that there was no product problem found, as qc was within specifications.